Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The customer understood the instructions and was advised to call back if the malfunction code recurred, though it did not after resetting. The customer may continue using the pump.